Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. It is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that due to due to a sensor error code with the adc device, they were unaware of hypoglycemia as high/low glucose alarms were not available. The customer experienced symptoms of confusion and seizure, but did not report of third-party treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that due to due to a sensor error code with the adc device, they were unaware of hypoglycemia as high/low glucose alarms were not available. The customer experienced symptoms of confusion and seizure, but did not report of third-party treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed and low glucose values were observed towards the end of sensors life indicating that the user removed the sensor late. No abnormalities were observed with the sensors data. This issue is not confirmed to late sensor removal. All pertinent information available to abbott diabetes care has been submitted.